Manufacturer narrative:
The reported event of failure to capture was not confirmed. As received, a complete lead with a stylet was returned in one piece for analysis. Visual inspection of the lead found no anomalies on the lead. X-ray examination found the over torqued inner coil consistent with procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts. No other anomalies were found.

Event description:
It was reported that patient presented in clinic for right ventricular (rv) lead implant. During implant, the rv lead failed to capture. The rv lead was not implanted on (B)(6) 2025. Patient was stable.